Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 338-340 mg/dl and a correction bolus was delivered to address bg. Pump system check with customer found no insulin exiting the cartridge tubing. Customer reverted to using an alternate method of insulin therapy until supplies were received to change pump cartridge and infusion set.